Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited a high out of range shocking impedance measurement for the superior vena cava (svc) coil during the device changeout procedure. The shock lead vector was reprogrammed to rv coil to can, which resolved the issue. No adverse patient effects were reported. This system remains in service.